Event description:
It was reported that a user of the ilet experienced hyperglycemia after insulin delivery was suspended when the cartridge became empty, with the highest continuous glucose monitor (cgm) reading of 256 mg/dl and a glucometer value of 366 mg/dl during a cgm warmup. The user replaced the infusion set and insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.